Event description:
Healthcare professional reported a left side deflation, exchange from textured to smooth implants due to the patients concerns with the product, and capsular contracture baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation:visual analysis of the returned device identified: crease fold, red particles in the surface of the shell and opening. Leak test was performed and found opening on posterior a microscopic analysis was performed which identify opening sharp in the posterior side. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a sharp opening on posterior side assessed as to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and deflation.